Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air was seen in the sheath and a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, the sheath leaked blood and air through the valve. The catheter was advanced and retracted in the sheath in an attempt to mitigate the issue to and see if the valve would seat better. The catheter was also aspirated multiple times. The physician opted to proceed without the mapping catheter, and successfully completed the ablation procedure using a farawave catheter with the original sheath. No patient complications were reported. The faradrive sheath is not expected to return for laboratory analysis as it was disposed.